Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that caller stated she wanted to change programs because she did not think the device was working. Caller stated she had a car accident 6 days after her surgery. Caller stated that the day after the accident she noticed a return of symptoms and she was going up to the bathroom 3 or 4 times a night. Caller asked if the accident could have displaced the lead. Caller stated she has an appointment with her healthcare provider to see if the lead has been dislodged. No further complications were reported.